Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy for supraventricular tachycardia with a rapid ventricular response episode. Programming changes were recommended. No further information available.